Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump was broken. Customer stated the that the reservoir compartment was missing. The customer's blood glucose level was ranging from 350 to 803 mg/dl. The customer did not indicate how the high blood glucose was treated. The customer was advised to discontinue use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with broken battery tube threads and partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.